Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to have a battery which did not charge to an acceptable capacity. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(4).

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that after the device is powered on using dc power, the device shut down. With docked to rds and ac power, it could function normally.